Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high shock impedance measurements. The patient will continue to be monitored appropriately. No adverse patient effects were reported.